Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. The pump had cracked display window. The pump was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 404 mg/dl. The customer stated that she gave herself a bolus and the pump got stuck on the bolus wizard. The customer stated that she was unable to clear the alarm. The customer stated that she had high readings because she could not give herself a bolus. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.